Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the flare detached and had evidence of flaring process. The handle cannula, dongle shaft and the key were in good condition. The cannula in the crimping section was inspected and it was tilted with shaving inside the catheter. Functional testing could not be performed due to the flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. The most probable root cause classification for this event is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00142 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the plastic sheath was detached and the handle was broken. A second rotatable snare was used and encountered the same issue. A third rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of plastic sheath detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00142 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the plastic sheath was detached and the handle was broken. A second rotatable snare was used and encountered the same issue. A third rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.